Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which showed evidence of a leak (backflow) at the fill port when the fill port cap was removed. Further examination of the device revealed the cause of the backflow condition was due to a particle stuck under the device checkband. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the stressmember. The reported condition was verified. The cause of the particle could not be determined; however, small shavings from the stressmember can potentially be created during manufacturing and get stuck under the checkband. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) leaked from the luer lock connection. The was identified during filling with fluorouracil. There was no patient involvement. No additional information is available.